Manufacturer narrative:
The device was not returned to boston scientific, however the reported allegation of dilator damage was confirmed based on the media provided. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during farapulse atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the physician experienced difficulty advancing dilator and sheath into groin and came out bent at the end of the dilator. The dilator tip was damaged. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during farapulse atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the physician experienced difficulty advancing dilator and sheath into groin and came out bent at the end of the dilator. The dilator tip was damaged. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).